Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (abb dmg prior to tactile cng) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 04/21/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/30/2017 with the following findings: during investigation, there was a large hold in the middle of the audio bolus button cover. The bolus button was unresponsive due to a missing slug. Unrelated to the original complaint, the battery compartment was observed to be cracked.